Event description:
The account reported they experienced suction loss during surgery with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It is also noted that the procedure was completed successfully. There was no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
Additional information: the patient interface (pi) product lot cm01618 was received inside a bag and it was evaluated. Three (3) components (applanation lens, suction ring assembly and syringe) were received with the sample. Visual inspection of the pi unit under microscope found the returned sample had white debris on the inner and outer side of the cone lens and residue on the inner side of cone lens. The pi cone lens was cleaned. Visual inspection were performed after pi cone lens cleaning and no manufacturing defects were observed in the returned sample. The suction ring was visually inspected and no assembly damages were observed. In addition functional and dimensional tests were performed as required with acceptable results for the sample received. The functional clip inspection was not performed since the gripper assembly was broken. Based on the investigation results, the complaint type reported was not confirmed in the sample received. There are no manufacturing issues or product quality deficiency based on the analysis of the returned sample. A manufacturing record review for the patient interface (pi) intralase procedure pack was performed; no associated deviations or non-conformity were generated during the manufacturing process. The review of the manufacturing process and/or the materials in amo change control system shows that no changes were implemented with this lot or close to the date when this lot was manufactured. A review of the manufacturing controls show the instructions require 100% cleaning and inspection of the cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains, imperfections, damage and deformation. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. Therefore, as per the record review, the device malfunction code "suction loss" cause could not be related to manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.